Event description:
It was reported to nova biomedical that a consumer received back to back blood glucose readings of 346 mg/dl, and a second reading of 69 mg/dl of his blood glucose when compared to a reading of 109 mg/dl on another brand of blood glucose meter within a ten minute time period. The difference in the readings was determined to be clinically significant. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should and significant findings be a result of that investigation, a follow-up report will be filed.